Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿after t1 implantation, t2 failed to secure onto the meniscus¿. Please note: this style device has no deployment or automatic deployment mechanism. This product requires user controlled manual actions to physically advance, position and deliberately strip each anchor off the needle individually. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. T1, t2 and suture were not returned. The delivery needle appeared unaffected. The depth limiter was attached and was untrimmed. Instructions for use recommends use of the depth limiter to ensure proper depth for anchor placement. Per instruction for use: ¿a snap or click will be heard when the trigger is fully advanced, ensuring that the implant is fully seated at the end of the needle. Do not bend delivery needle. Do not use sharp instruments to manage or control the suture. It is normal to encounter resistance prior to achieving the ready position¿. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that, during a meniscus repair surgery, after t1 implantation, t2 failed to secure onto the meniscus; hence, it fell off. A back-up device was available to complete the procedure. The surgery was slightly delayed. The patient was not injured.